Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the cause of the urinary tract infection (uti) was insertion of the foley catheter to retain chemo in place for an hour after biopsy and battery replacement of the sns. The patient stated the uti was not related to the underlying urinary dysfunction. The patient stated the uti was not related to the device or therapy. The patient stated the actions/interventions performed for the uti was a same day course of antibiotics. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient did not feel stim. A loss of therapy was noted. Patient was redirected to healthcare provider (hcp) due to possible implantable neurostimulator (ins) battery depleted. There was no fall or trauma could be related to the issue. Patient stated the first program worked great but ¿the second one did not work and it was working at all¿, it had been happening for a year or more. Patient got poor communication screen with antenna and they started getting this screen in 2016. Patient also tried to communicate without antenna and they still getting poor communication. Additional information was received. Consumer reported the batteries were replaced. The initial program did not work. Patient reported they had some issues after symptoms with a uti, but it was just now resolved. No further information was received.